Event description:
The customer reported a malfunction on the insulin pump that occurred during the software update. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Technical support assisted the customer in resetting the pump, but the issue persisted, leading to the decision to replace the pump. The customer was advised to use a backup method to ensure insulin delivery and received a replacement pump with updated software. Necessary instructions were provided for returning the defective pump to tandem.